Event description:
It was reported that noise was observed via (B)(4) transmission. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external insulation abrasions at 6.0cm and 12.5cm from the connector pin due to friction to ICD can. The ring electrode coils were exposed at these location and could cause the reported oversensing and noise.